Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, dialysis staff noted the catheter was leaking at the extension tube (red/arterial) between the clamps and extension port at the onset of first dialysis. It was reported that the catheter was not repaired, sterlium and betadine was the cleaning agent used, tego was not utilized, there was no luer adapter issue. The clamps were moved to a new location after each treatment and there was no other products utilized with the device. The catheter was replaced and there was a blood loss of 20-30ml (milliliter). There was no blood transfusion noted and flushing of the device was done prior to use. It was also stated that the catheter was not placed at that time but was not used. It was clamped after the cracked was observed. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of a photograph of a device. The photo depicts the catheter on top of gauze. There is a blood stain underneath the red luer adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Additionally a photograph of the device was also received. The photo de picts the catheter on top of gauze. There is a blood stain underneath the red luer adapter. The visual inspection of the returned product noted: the extension tube on the blue luer adapter side was cut at the hub. The red luer adapter side had scratches on the extension tube at the hub. A functional evaluation found that the catheter was submerged into a water bath and the end was clamped, air was inject into the red luer adapter side, no air bubbles present. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the hole in the extension tube may occur when contact is made with a sharp surgical instrument during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, dialysis staff noted the catheter was leaking at the extension tube (red/arterial) between the hub, clamps and extension ports at the onset of first dialysis. It was reported that the catheter was not repaired, sterlium and betadine was the cleaning agent used, tego was not utilized, there was no luer adapter issue. There was no patient injury.